Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer's blood glucose (bg) level was 269 mg/dl and was addressed with a corrective bolus. Tandem technical support informed the contact that this alarm would occur if there is no pump interaction over a specified amount of time and that the setting can be turned off after discussing with a doctor; the customer acknowledged. Additionally, it was reported that the customer received a resume pump alarm. The customer was unable to provide the specific bg value at the time of this alarm; however, the customer's bg level was reported to have been elevated. The customer resumed insulin delivery and delivered a corrective bolus to address impacted bg level. The contact stated that there were no other alarms occurring and insulin delivery was not stopped to activate the alarm. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.